Manufacturer narrative:
Preliminary analysis results revealed that the displayed estimated residual longevity was incorrect. This was due to the incorrect management of a parameter.

Event description:
The subject pacemaker was implanted on (B)(6)2019. Reportedly, on (B)(6)2020, the estimated residual longevity was displaying 28.8 months. The patient has a pacing threshold of 3v and no ventricular intrinsic rhythm.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted on (B)(6) 2019. Reportedly, on (B)(6) 2020, the estimated residual longevity was displaying 28.8 months. The patient has a pacing threshold of 3v and no ventricular intrinsic rhythm.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2019. Reportedly, on (B)(6) 2020, the estimated residual longevity was displaying 28.8 months. The patient has a pacing threshold of 3v and no ventricular intrinsic rhythm.